Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to her feeling/ normal result(s). The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6), 2010 at 5pm. The patient allegedly obtained a blood glucose result of "383 mg/dl" with the subject meter. According to the csr's documentation, the patient manages her diabetes with insulin (no adjustments) and four hours prior to the alleged issue the patient had taken her usual dose of metformin and insulin. The patient denied testing with another device following the reported issue. As a result of the alleged inaccurate high reading, the patient claimed she developed symptoms of dizziness, cold sweats, and inflammation of the tongue. Immediately after the onset of her symptoms, the patient administered self-treatment by consuming food and/or drink as treatment. During troubleshooting, the csr confirmed the vial of test strips were within the expiry date and the subject meter was set to the correct unit of measure setting (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.